Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to product performance issue. Additional information was obtained from field representative revealed the rv lead had dislodged twice. The rv lead was not returned because the hospital kept it. The rv lead is no longer in service and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.